Manufacturer narrative:
Results: the smart pe fibers were fractured, and the coil was detached from its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the coil was detached, and the pe fibers were fractured. The pusher assembly was not returned; therefore, the root cause of the unintentional detachment could not be determined. If the device is forcefully retracted against resistance, the embolization coil may detach. It was reported that multiple snares were advanced up to break the coil. This may have been what caused the pe fibers to fracture. The snaring of the coil may have contributed to additional embolization coil damage. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician attempted to advance the first coil, a smart coil, into the target vessel using a non-penumbra microcatheter that was jailed with a stent and a benchmark 6f 071 delivery catheter (benchmark). However, after two thirds of the smart coil was advanced into the aneurysm, the catheter began to kick back out of the aneurysm. It was reported that further attempts to advance the microcatheter and smart coil were unsuccessful. When attempting to retract both the smart coil and catheter, the physician felt resistance and the smart coil unintentionally detached from the pusher assembly. The physician then advanced multiple snare devices through the benchmark to break the smart coil and was able to retract the benchmark with part of the smart coil and the snares out of the patient. The physician stented the other part of the smart coil to the cervical portion of the carotid artery, and the procedure was completed using a new benchmark, new microcatheter, and new coils. There was no report of an adverse effect to the patient.